Manufacturer narrative:
No gtin number available. Upon completion of the investigation, a follow up report will be filed.

Event description:
The device in question could not coagulate well due to the erratic power output during use. The device was purchased in (B)(6) 2012. The surgeon suspects the defect with the device since the failure occurred only 2 years after the purchase. (B)(6) 2014: sorry for our late reply. Regarding (B)(4), we would like to ask you to make a correction to alert date on etq. (B)(6) 2014 should be (B)(6) 2014. Please accept our apology for the inconvenience and thank you very much for your support.

Manufacturer narrative:
Complaint is still awaiting the investigation to be completed.

Event description:
Additional information from the affiliate recieved on 8/21/2014 explained that it was also noted that output settings of the device changed significantly just after turning on the power.

Manufacturer narrative:
Supplier evaluation revealed: unit was operational on receipt. Complaint could not be duplicated. Unit was tested over a period of several days. No abnormalities were observed. Unit requires updates (sw on controller and audio & hw on audio board). Fix: updated (sw on controller and audio & hw on audio board). Retested unit. Unit passed on final acceptance test unit was operational on receipt. Complaint could not be duplicated. Unit was tested over a period of several days. No abnormalities were observed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.